Event description:
It was reported that the tubing of this inflatable penile prosthesis (ipp) was too short and implant deflates during intercourse. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of this inflatable penile prosthesis (ipp) was too short and implant deflates during intercourse. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Updated concomitant product/therapy c2/d10, implant date d6a, and additional MFR narrative h11. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the tubing of this inflatable penile prosthesis (ipp) was too short and implant deflates during intercourse. The ipp was explanted and replaced. There were no patient complications reported.